Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choking on a tiny piece of metal that has came off the toothbrush [choking] tiny piece of metal that has came off the toothbrush. Full thing fell apart in mouth - oral-b [device breakage] case narrative: a parent reported via e-mail that their daughter started choking on a tiny piece of metal that came off of the oral-b toothbrush head. The full thing fell apart in her mouth. No serious injury was reported.